Event description:
It was reported the pt ((B)(6)) is without stimulation and is unable to establish communication with the ipg using either the charging system or the programmer. Attempts to resolve this issue with use of a different charging system proved unsuccessful. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
This ipg serial number was included in field advisories; 1627487-07262012-002-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.